Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrected information: b5, d1, d5, e3, g1, g2, g6, h2, h6 annex g the following fields have been updated with additional information: h6 annex b, h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the reported issue was likely due to failed rails. The field service engineer replaced the rails to address the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system auxiliary drawer failed to open, which hindered the users ability to access medication for a patient. The customer attempted to resolve the issue by pushing the drawer inward towards the main unit, but the problem reappeared as soon as the pressure was released. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer replaced the rails and the inseparable magnet on drawer 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed to open, which hindered the users ability to access medication for a patient. The customer attempted to resolve the issue by pushing the drawer inward towards the main unit, but the problem reappeared as soon as the pressure was released. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.